Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure 808:02 on channel a was confirmed by baxter personnel during product evaluation. After further evaluation by the quality engineers, it was determined the reported condition will be captured under the failure 808:07. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with channel a failure. It is unknown when this event occurred, but it occurred in the "ICU". This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.